Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reporter that the stopper on a bd¿ luer slip syringe without needle was found defective. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: samples/ photos analysis: a sample was received, and it is possible observe stopper damaged. DHR review: the batch record was verified and the manufacturing date for this batch was october 21st to 23rd, 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine. Qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance record related to the defect was observed. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. DHR, quality notification, maintenance analysis and the maintenance occurrence sap #(B)(4) potentially related to the defect were performed. The sample sent by the customer was verified and it was possible to observe stopper damaged. The probable cause for the defect is related to misalignment of the stopper guide at the syringe assembly machine causing the stopper defect. Maintenance order sap #(B)(4) was performed to correct the defect and blitz # 44/2018 will be performed for defects of damaged components and leakage.